Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the atrial lead was unable to be implanted. The lead did not attach to the atrium when the physician was pulling the stylet. The atrial lead was not used and was replaced with a new larger diameter lead. The new lead attached to the atrium. The patient was stable.